Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, bleeding, permanent scarring, permanent bodily impairment and related sequelae. No add'l info was provided.